Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient was having a magnetic resonance imaging (MRI) performed to investigate if there was issue related to the pump. The caller stated that the patient woke up and was unable to walk or roll over in the bed. It was noted that the hcp thinks there may be an issue with the pump causing the patient not to get the needed medication. The patient would be meeting with their hcp (B)(6) 2020. No further complications have been reported as a result of this event.